Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/05/2016.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, pelvic discomfort, and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced uterine bleeding.